Event description:
Additional information was received: there was a patient present based on the information provided in the file.

Manufacturer narrative:
H2) patient present, site declined to provide any patient information, see b5. It was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. There was a recoverable software issue. This issue is not a systemic issue as it was resolved by exporting the stitched image to usb from the mvs, import the dicom directory on to the dicom server and observe the stitched image, note that contrast is correct as expect. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. Insufficient information to determine dose. See MDR # (B)(4) for any further hardware analysis/investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a known issue that was introduced in 4.1 software where the stitched 2d images appear washed out when transferring to pacs. It was noted that the issue was scheduled to be fixed in the next maintenance release. The current workaround to the issue was to export the stitched image to a usb or dvd from the mvs. Import the dicom directory on to the dicom server.

Manufacturer narrative:
E1-e4) additional initial reporter information added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: bi-500-01065, o-arm software - o2 v4.1.0. A software investigation was initiated and it was determined that this is a known issue and references to this event have been added to that record. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that since the update, stitching images and pushing over to pacs caused images to be very washed out and missing pixels, almost unrecognizable. Other images were fine. Stitched images look fine on the mvs. Stitched images from a month ago to test and they came across with same issue, even though at the time of the original patient, stitching the image came across fine. There was no patient present when this issue was identified. No additional information was provided.